Event description:
It was reported that the patient presented to the emergency department with a pocket hematoma. A large pocket of swelling was noted. There was sharp constant pain going down to the heart. There was constant pain and throbbing even with ice on the area. The patient was treated with medication and was discharged from the hospital. A few days later, the patient presented to the emergency department again with the same problems. The area was noted with serious fluid draining. The patient was sent to another facility tobe seen in the device clinic. Follow-up attempts to acquire additional information from the clinic are in progress, but no information has been received at this time. The device and leads remain in use. The patient is a participant in the alternate site cardiac resynchronization (alsync) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2013; 693565 implantable tachy lead (B)(6) 2013. (B)(4).